Event description:
It was reported that the device had an electrical reset. The device remains in use. It was reported again that the device had a power on reset (por). Data revealed that the por was the same one which was previously reported from the last transmission. The por was cleared. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - no anomalies found. No evidence of por found based on s2d from (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - no anomalies found. No evidence of por found based on s2d from (B)(4) 2011.

Event description:
It was reported that the device had an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.